Manufacturer narrative:
The clip remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under separate medwatch report number. Na.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After advancing the clip delivery system (cds) through the steerable guide catheter (sgc), thrombus was detected at the tip of the sgc. The act was always greater than 250 sec. After a couple of minutes the thrombus disappeared and the procedure was continued. The clip was deployed without issue. A second clip was placed on the mitral valve however during deployment of the clip when removing the gripper line, the clip detached from the anterior leaflet (single leaflet device attachment (slda)). Due to a good mr reduction and only a slight clip movement the physician decided to finish the procedure with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, the reported slda was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling. Na.